Event description:
The facility contacted baxter (B)(4) to report a dehp free solution administration set that the "tube was separated from the luer lock, when the nurse opened the packaging". The malfunction was reported to have been found before use. There was no patient involvement; there was not report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. During the visual inspection it was observed that the tube had disconnected from the luer lock. The root cause for the confirmed customer reported condition was identified to be low insertion. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.